Event description:
The facility reported an infusor pump with "sliding thing on the side is jammed". The event was reported to have occurred during programming / setup in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a "jammed sliding thing on side" involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was a damaged rear case sliding slot for the battery door. Because this unit is a stay-in device, no repairs were made to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.